Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 65501ud01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 54 year old male patient with esophageal cancer. The following results were provided: (customer provided troponin reference range = 0 - 0.026 ng/ml) the following results were provided: troponin (B)(6)2024 = 3.442 ng/ml (0.452 ng/ml after peg), (B)(6)2024 = 7.298 ng/ml (0.658 ng/ml after peg), (B)(6)2024= 4.631 ng/ml, 4.625 ng/ml, (B)(6)2024 = 1.157 ng/ml. The patient went to (B)(6) hospital due to the high troponin results on (B)(6) 2024. Roche result = 0.085 ng/ml (roche reference range 99% per <14pg/ml (0.014 ng/ml). The patient had no clinical symptoms of myocardial infarction and the patient¿s other myocardial indicators were normal, so the customer questioned the high troponin results. The sample was taken to (B)(6) hospital (B)(6) and the alinity I test result was 4.235ng/ml (with a hbt blocking tube), that was performed for troubleshooting and not used for patient management. Additional lab results provided: myo (reference range =0-140 ng/ml) (B)(6) 2024 = 27.52 ng/ml, (B)(6)2024 =32.07 ng/ml, (B)(6)2024= 34.67 ng/ml,25.80 ng/ml, (B)(6) 2024 = 29.82 ng/ml. Bnp (reference range =0 -100 pg/ml) (B)(6) 2024 = 22.75 pg/ml, (B)(6) 2024 =15.49 pg/ml, (B)(6) 2024= 24.01 pg/ml, 27.39 pg/ml, (B)(6) 2024 = 10.39 pg/ml, the patient has a history of chemotherapy on (B)(6) 2024 and received three days of treatment with the medications paclitaxel liposome 280mg and nedaplatin 57mg. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 54 year old male patient with esophageal cancer. The following results were provided: (customer provided troponin reference range = 0 - 0.026 ng/ml). The following results were provided: troponin (B)(6) 2024 = 3.442 ng/ml (0.452 ng/ml after peg), (B)(6) 2024 = 7.298 ng/ml (0.658 ng/ml after peg), (B)(6) 2024= 4.631 ng/ml, 4.625 ng/ml, (B)(6) 2024 = 1.157 ng/ml. The patient went to (B)(6) hospital due to the high troponin results on (B)(6) 2024. Roche result = 0.085 ng/ml (roche reference range 99% per <14pg/ml (0.014 ng/ml) the patient had no clinical symptoms of myocardial infarction and the patient¿s other myocardial indicators were normal, so the customer questioned the high troponin results. The sample was taken to first affiliated hospital of (B)(6) university and the alinity I test result was 4.235ng/ml (with a hbt blocking tube), that was performed for troubleshooting and not used for patient management. Additional lab results provided: myo (reference range =0-140 ng/ml) (B)(6) 2024 = 27.52 ng/ml, (B)(6) 2024 =32.07 ng/ml, (B)(6) 2024= 34.67 ng/ml,25.80 ng/ml, (B)(6) 2024 = 29.82 ng/ml. Bnp (reference range =0 -100 pg/ml) (B)(6) 2024 = 22.75 pg/ml, (B)(6) 2024 =15.49 pg/ml, (B)(6) 2024= 24.01 pg/ml, 27.39 pg/ml, (B)(6) 2024 = 10.39 pg/ml. The patient has a history of chemotherapy on (B)(6) 2024 and received three days of treatment with the medications paclitaxel liposome 280mg and nedaplatin 57mg. No impact to patient management was reported.